Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clips would not close. The surgeon tried multiple times and the device continued to fail. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No additional information is not available.